Event description:
On (B)(6) 2012, it was reported that the menu button on the pt's infusion device is sticking and the pt is concerned that it will stop functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.